Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete cartridge alert error. There was no impact to the customer's blood glucose level. Customer was able to complete the load process and resume delivery.